Manufacturer narrative:
This patient was randomized to the (B)(6) with an indication of aortic stenosis nyha class iii. The sapien valve was successfully implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. Per report, there was no device malfunction. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known potential complication after tavi. According to the literature and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported heart block cannot be confirmed, however, there were multiple potential contributing factors including the patient¿s pre-existing heart block, the patient¿s co-morbidities, medication (i.e. Calcium channel blocker), and the procedure itself. No additional actions are possible at this time.

Event description:
As reported through the (B)(6), eight days post transaortic valve implant (tavi) procedure the patient developed heart block requiring permanent pacemaker implant.